Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that their vns "shorted out" after a year. No further relevant information has been received to date.